Event description:
This complaint is now reportable based on the analysis completed on 02/22/2007. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x32mm taxus liberte drug-eluting stent (des) was unable to cross the mid left anterior descending artery (lad). No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination noted the delivery device was returned with the stent detached from the balloon. The separate stent was crushed and had damage throughout the entire length. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint is unknown.